Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Per the info received, the end user was sedated with midazolam and propofol +/- muscle relaxant prior to intubation; per the report, intubation methods were not aggressive and/or traumatic. It was further reported the nurse had to change the endotracheal tubes many times to check for fabrication errors which puts the pt safety and status in danger. The device is still stated to be used in the hospital, however not in the intensive care unit. An investigation was performed that included a review of the assembly record with no defects observed during the vacuum test. The risk assessment file does cover few potential causes and its controlled. A review of the complaint trend from 2009-ytd on (B)(4)2014 was reviewed for leak issues with no negative trend observed. No root cause was determined based on the investigation performed. Several attempts for additional info has been requested, however no additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on (b)4)2014. There are five cases associated with this product; therefore four separate FDA form 3500a's have been generated to address the other cases.

Event description:
It was reported the end user was admitted to the hospital for massive pulmonary edema with hypoxia and was intubated upon admission. The cuff was found deflated on day 2 post intubation.